Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the light guide bundle of the video cable section is broken, therefore the light transmission is lost and too low: cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Laser light cable plug of the video cable section contains foreign material: cause linked to device but unable to trace more specifically, which indicates that the problems are traced to the device, but the investigation could not identify the actual root cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited that the light guide bundle of the video cable section is broken, the light transmission is lost and too low, and laser light cable plug of the video cable section contains foreign material. There was no patient involvement.